Event description:
During surgery the tip of the inserter shaft broke off, the tip left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
The instrument has not been returned for examination. It is however known that tip fracture can occur when using this instrument improperly. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the root cause. Manufacturing or material error has not previously been identified. It is however recognized that improvements were possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. Based on the manufacturing lot code provided by the complainant this instrument was manufactured during june 2008. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.